Event description:
It was reported that during interrogation the programmer displayed the message diagnostics cleared to invalid data. The diagnostics were manually cleared and this resolved the issue. The clinician elected to continue monitoring, and the device remained implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.